Manufacturer narrative:
Additional narrative: initial reporter is a j&j employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent removal of a femoral neck system and conversion to total hip arthroplasty due to the implant was subsequently beginning to cut out. The patient was previously treated for a femoral neck fracture with the femoral neck system on (B)(6) 2020. The anti-rotation screw and bolt of the fns system were observed to be cutting out superiorly as the femoral head collapsed into varus. This report is for one bolt for femoral neck sys 100 length-s. This is report 2 of 2 for complaint (B)(4).